Manufacturer narrative:
No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  Return requested. Replacement em mobile field generator shipped to site 09/09/2016. Medtronic investigation of returned suspect em mobile field generator finds the reported problem was confirmed. Emitter showed field generator and axiem box with a communication error when the field generator was connected to the axiem box. It first was intermittent, however, the longer it sat the failure became constant. Red status/mo tracking. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 08/10/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that a site's navigation system emitter was displaying a "fault low drive current" error message. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.